Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the findings already reported in b5, scratches were found on the device, white scratches were found on the image, the bending angle was insufficient due to angle wire elongation, the video connector was cracked and the operator part of the forceps elevator was heavy. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the adhesive peeling off the objective lens. The instruction for use (IFU) addresses this failure: the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope] inspect the surface of the insertion section for cracks, dents, bulges, or other regularities. Inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. Olympus will continue to monitor the field performance of this device.

Event description:
The adhesive on the curved rubber of the endoeye flex deflectable videoscope was detached. During inspection and testing of the returned device, the adhesive on the objective lens was peeling off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
H6 updated/corrected type of investigation codes and investigation conclusion. Coding was inadvertently not included in the previous medwatch. This report is being supplemented to provide updated h6 coding.